Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. B.5 event description was updated to include "it was also initially reported that there was a red alarm sounded, which then started to alarm as a yellow alarm on the controller." Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also initially reported that there was a red alarm sounded, which then started to alarm as a yellow alarm on the controller.

Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: one (1) controller was returned for evaluation. Four (4) batteries and one (1) controller ac adapter were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Visual inspection did not reveal any signs of contamination within the driveline connector. Visual inspection under 10x magnification revealed a damaged pin within the power port two (2) of the controller. Functional testing revealed that the controller was unable to communicate with external batteries and/or ac adapter, resulting in critical battery alarms. However, the controller was still able to receive power from a power source. Functional testing also revealed that the controller was unable to communicate with the monitor, and the controller exhibited controller resets during bench testing. Internal inspection of the controller revealed a damaged diode on the communication line. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries was damaged. The damaged integrated circuit is also connected to the real time clock circuit and may have caused the date and time stamp to remain frozen. Analysis indicated that a voltage spike on the communication pin within power port two (2) likely caused a short circuit condition, resulting in a damaged diode on the communication line and damage to the integrated circuit. After the faulty components were replaced, the controller performed as intended. Analysis of the event log file revealed a controller power up event logged on 27/jan/2021 at 17:14:27. The data point recorded prior to the loss of power revealed that an active adapter was connected to power port one (1) and bat601338 was connected to power port two with 66% relative state of charge (rsoc). The data point recorded after the loss of power revealed that bat601338 was connected to power port one (1) and bat589360 was connected to power port two (2). The controller was without power for 12 seconds. No anomalies were observed leading up to the loss of power. Analysis of the event log file also revealed multiple controller power up events with an incorrect date stamp. Log file analysis revealed multiple critical battery alarms logged with an incorrect date stamp and no battery capacity, ID, or cycle count. Analysis of the alarm log file revealed an electrical fault alarm, due to an open phase on the front stator, resulting in the pump running on a single stator (rear stator only), also with an incorrect date stamp. In addition, log files revealed multiple controller reset events with an incorrect date and time stamp. Furthermore, multiple vad disconnect alarms with an incorrect date stamp were logged, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting and/or the reported controller exchange. It is likely the observed critical battery alarms were perceived as the reported "red alarm". The reported "yellow alarm" was not duplicated during testing; however, it is likely that the observed electrical fault alarm was perceived as the reported "yellow alarm" at the time of the event. As a result, the reported events were confirmed. A possible root cause of the losses of power can be attributed but not limited to a disconnection of both power sources and/or an intermittent disconnection on one or both power sources. A possible root cause of the observed damaged pin can be attributed to a misalignment between the power port and a power source output connector. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0. Based on risk documentation and the available information, a possible root cause of the reported "yellow alarm" can be attributed, but not limited, to a marginal driveline connection or contamination by foreign material of the driveline connector. The most likely root case of the reported real clock time error, "red alarm", critical battery alarms, and observed controller resets can be attributed to a damaged diode and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Additional products: unknown controller ac adapter h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 bat589347 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 bat589360 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 bat589358 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 bat601338 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system controller ac adapter. Model #: unk/ catalog #: unk / expiration date: unk / serial or lot#: unk. UDI #: (B)(4). Device evaluated: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). (B)(4). FDA heartware ventricular assist system battery. Model #: 1650de/ catalog #: 1650de / expiration date: 30-nov-2018 / serial or lot#: (B)(4). UDI #: (B)(4). Device evaluated: no, device evaluation anticipated, but not yet begun. Mfg date: 21-nov-2017. Labeled for single use: no. (B)(4). (B)(4). Heartware ventricular assist system battery. Model #: 1650de/ catalog #: 1650de / expiration date: 30-nov-2018 / serial or lot#: (B)(4). UDI #: (B)(4). Device evaluated:no h3: no, device evaluation anticipated, but not yet begun. Mfg date: 21-nov-2017 . Labeled for single use: no. (B)(4). (B)(4). Heartware ventricular assist system battery. Model #: 1650de/ catalog #: 1650de / expiration date: 30-nov-2018 / serial or lot#:(B)(4) UDI #: (B)(4). Device evaluated: no, device evaluation anticipated, but not yet begun .mfg date: 21-nov-2017. Labeled for single use: no. (B)(4). (B)(4). Heartware ventricular assist system battery. Model #: 1650de/ catalog #: 1650de / expiration date: 30-nov-2018 / serial or lot#: (B)(4). UDI #: (B)(4). Device evaluated: no, device evaluation anticipated, but not yet begun. Mfg date: 21-nov-2017. Labeled for single use: no. (B)(4).

Event description:
It was reported that the controller exhibited an unexpected loss of power with a high priority alarm while attached to two full batteries. The batteries were exchanged and the controller still had no power. When the batteries were exchanged for an ac adapter and a battery, a critical battery alarm occurred. The controller was exchanged and the power sources remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the controller exhibited a date time error and an unexpected loss of power with a high priority alarm while attached to two full batteries. The batteries were exchanged and the controller still had no power. When the batteries were exchanged for an ac adapter and a battery, a critical battery alarm occurred. The controller was exchanged and the power sources remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. B.3 the event date was corrected from the (B)(6) 2021 b.5 the event description was corrected to include the additional malfunction the controller exhibited. H.6 the device code was updated to include another code. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.